Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 37092, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported their weight at the time of the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had severe low back pain since 2017 (the past 6 weeks, prior to (B)(6) 2017) and had used a heating pad in the area of the leads. It was noted that they had osteoarthritis of the low back. They also reported that they had not felt stimulation since (B)(6) 2017 (1 week to 10 days prior to (B)(6) 2017). They stated that they were not able to connect with programmer to confirm if therapy was on or not. They were getting poor communication between their patient programmer (pp) and ins. Troubleshooting included attempting to sync both with and without the antenna, but the problem was not resolved. A new pp was sent to the patient. It was later reported that they were still seeing a poor communication screen with the new pp, and were not able to connect without the antenna either. A new antenna was sent to the patient. It was recommended that they follow up with their healthcare provider to have the ins checked.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3037, serial# (B)(4), product type programmer, patient. Product ID: 37092, product type accessory.

Event description:
Additional information was received from a consumer (con). It was reported that the circumstances which led to the patient not feeling stimulation and having severe lower back pain was that they had osteoarthritis in that area and it had flared up. They received an epidural injection for the pain and received a new programmer that was bonded by a local manufacturer representative (rep). The stimulation was resolved and the back pain was diminishing.